Manufacturer narrative:
Continuation of d10: product ID evfxplus-26 (serial: (B)(6); product type: 0195-heart valves; implant date: n/a ; explant date: n/a medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a transcatheter aortic valve implant procedure, the delivery catheter system (dcs) was inserted into the patient and advanced to the aortic annulus. The 26-millimeter (mm) valve was then deployed and subsequently recaptured 4 times due to valve movement towards the patient's aorta during deployment. After the fourth recapture, the dcs was removed from the patient's body. The attending physician then decided to prepare a 29 mm valve. A new dcs was then inserted into the patient's body with the 29 mm valve loaded within. Once at the aortic annulus, the valve was deployed but subsequently recaptured due to suboptimal positioning. Upon the second deployment attempt, the valve was noted to be correctly positioned so it was fully implanted. Per the physician, the patient's low grade leaflet calcium contributed to the event. No patient complications were reported as a result of this event.

Manufacturer narrative:
Updated data: b5. A second paragraph was added. D. Suspect medical device: expiration date; lot #; full UDI # h4. Device mfg date h6. B18 replaced b17 corrected data: h6. Annex a, c, and d medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a transcatheter aortic valve implant procedure, the delivery catheter system (dcs) was inserted into the patient and advanced to the aortic annulus. The 26mm valve was then deployed and subsequently recaptured 4 times due to valve movement towards the patient's aorta during deployment. After the fourth recapture, the dcs was removed from the patient's body. The attending physician then decided to prepare a 29mm valve. A new dcs was then inserted into the patient's body with the 29mm valve loaded within. Once at the aortic annulus, the valve was deployed but subsequently recaptured due to suboptimal positioning. Upon the second deployment attempt, the valve was noted to be correctly positioned so it was fully implanted. Per the physician, the patient's low grade leaflet calcium contributed to the event. No patient complications were reported as a result of this event. Additional information was received to report, a medtronic (stedi) guidewire was used for the case. The deployment starting point for the 26mm valve was attempted at both mid pigtail and bottom of the pigtail. During the deployment attempts, the target implant depth was between 3-5mm on the non-coronary cusp and left coronary cusp. It was also noted the recaptures were not only performed due to dislodgements; following one deployment attempt, the valve depth was too deep, and the valve was recaptured.